Event description:
As case ended, the tr band was applied to the site of the sheath in the radial artery. The tr band was inflated to normal pressure. At this time, the balloon on the band burst while on the patient.